Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced pump error. The blood glucose level was unknown. The customer reported that they were able to clear the alarm and able to rewind the insulin pump. The troubleshooting was performed for pump error alarm. The customer had ran self test and now speaker not working, was not hear insulin pump at all. The customer reported that they had performed the displacement test and advised that the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and also advised to revert to backup plan. The insulin will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No pump error 65 alarms noted during testing. Unit communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected sensor updating, change sensor and changed early messages noted during testing. The audio was toggled on and off with no audio/beep anomalies or speaker anomalies noted during testing. Unit received with pump error 63 during selftest, problem isolated to keypad assembly .